Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician on (B)(6) 2010, and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree - (B)(4). This case involves a female patient who received poly-l-lactic acid (sculptra) from 2007 to 2008. No additional treatment details were mentioned. At the end of 2009, the patient developed nodules on her face. Relevant medical history and concomitant medication information were not mentioned. Action taken: not applicable. Corrective treatment: six weeks of erythromycin. Outcome: unk. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Physician's causality assessement: not provided.

Manufacturer narrative:
Other: important medical event.